Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts confirmed the cartridge alarm and decided to replace the pump. The customer will use mdi as a backup therapy to ensure insulin delivery continues without interruption.